Manufacturer narrative:
Ni

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent was being placed in the esophagus to treat a fistula due to surgery. The anatomy was not tortuous, and was not dilated prior to the procedure. The physician was unable to place the stent. It was reported that the device could not be advanced through the lesion. Upon examination of the delivery system, it was noted that the stent had partially deployed, which prevented the stent from sliding over the guidewire and into position. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
A customer reported the sterrad cyclesure 24 biological indicator control did not grow after 30 hours of incubation. The customer stated that the cap was depressed and the vial crushed properly. The incubator was set at the correct temperature. The customer stated that she did not see a spore disc on the bottom of the vial. The customer stated that they have used the same lot previously and the product performed as expected. There is no report of harm or injury related to the unrecalled load. Product sample was returned for asp investigation.

Manufacturer narrative:
Asp investigation results: fourteen (1 used and 13 unused) unprocessed cyclesure bi's (lot 05191a, ex. 6/2010) were returned for investigation. A visual analysis of the one used bi showed that it was marked as the control. The cap was depressed and the chemical indicator on the cap was red. The vial was crushed, the tyvek was intact and the spore disc was present. There was no remaining media in the vial. Visual analysis of the 13 unused bis showed no anomalies. Each vial contained a spore disc. The positive control test passes for all samples (1 used and 13 unused). The media color changed from purple to yellow (as designed) after 24 hour incubation. The device history record (DHR) for this lot was reviewed and found to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The risk of false negative presentation is considered to be low, based on the health hazard evaluation (hhe). An assessment of the failure mode and effects analysis (fmea) revealed low-safety risk to the user. The complaint history for this lot shows one other similar reported complaint. A review of the complaint trend for cyclesure "no growth bi control" failure mode is within acceptable control limits. Within the past 6 months ((B)(4) 2009 to (B)(4) 2010), this bi lot did not reveal a significant trend for this issue. A definite root cause could not be confirmed thorough investigation. Testing could not reproduce the reported issue of a no growth bi control. There were no problems found with the returned product sample as the bis exhibited growth after 24 hours of incubation. Asp will continue to track and trend.

Manufacturer narrative:
Mfg date: 2/20/2009. Expiry date: 2010-06.